Event description:
Patient had a functioning IV throughout shift. However, nurse found that patient was bleeding profusely from his IV site. It was found to be a malfunctioning IV tubing. The tubing separated at the filter site and blood leaked backward all over patient and the bed. FDA safety report ID # (B)(4).